Event description:
It was reported that the patient was experiencing pain at the implant site. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted device was not returned.